Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 478mg/dl. The customer states they treated with pump and manual injection. The customer states the highs were attributed to customer taking off the pump. The customer states the pump was alarming too much. The customer was assisted with starting a new sensor. The customer was advised to reach out to their health care provider for further assistance.